Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.

Event description:
Nurse reported via our sales rep., that she noticed during surgery that the surgeon had difficulties to operate the target device. She mentioned that there would be too much room between the nail adapter and the targeting arm. According to her information, the surgery was completed successfully without any impairment of the patient.